Event description:
Facility reported that blood pump segment of blood tubing leaked during treatment.pt's blood loss estimated at approx. 500 cc. Pt stable no follow up treatment was necessary due to incident.